Event description:
It was reported, that an error message was displayed on the ar-200c (sn (B)(6)) during the use of the ar-200m (sn (B)(6)). There was no harm or adverse event for patient, operator or third party reported. No parts broke inside the patient. The minimally invasive distal metatarsal osteotomy (dmmo) surgery was finished successfully with a new device from stryker. A switch of the surgical technique was necessary, as a different device was used. It was not necessary to do a second surgery. Update avoe 01-feb-2021: they couldn't operate the patient with the device at all, because the device didn't work at all. No larger or new incisions were necessary in the patient due to the use of the stryker devices, since an arthrex burr was also used. The duration of the operation increased by 5-10 min due to the defect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear.